Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator exhibited inappropriate or unexpected reset. No intervention was performed. Patient was stable.

Event description:
New information received notes that patient's implantable cardioverter defibrillator exhibited inappropriate reset.